Event description:
The recipient attended regular follow-up mapping at the clinic and reported reduced response to the name call and ling sounds. Further technical checks and medical intervention is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient attended regular follow-up mapping at the clinic and reported reduced response to the name call and ling sounds. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks and medical intervention is considered but no date has been scheduled yet.

Event description:
The recipient attended regular follow-up mapping at the clinic and reported reduced response to the name call and ling sounds. Further technical checks and medical intervention is considered.

Event description:
The recipient attended regular follow-up mapping at the clinic and reported reduced response to the name call and ling sounds. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.